Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2007. During the procedure, when one inserter was advanced, the other inserter would loosen the mesh, and it would not hold in place. The surgeon opined the problem may have been that the absorption tabs were not fixing to the tissue or that it was technique related. The surgeon successfully completed the procedure with a different type of obturator sling.